Event description:
Device was at the lesion site when it burst. Tech believes that the device was inflated at 2 atms, and contrast leakage was noted. No patient injury. No medical/surgical intervention required.

Manufacturer narrative:
The device was labeled for ptca. The event occurred in the l. Peroneal artery (lower periphery); off-label use. The returned product analysis was conducted on (B) (6) 2008, after decontamination of the device for potential biohazard. A visual examination of the returned unit was performed, with unaided eye. The inner member at the strain relief/shaft juncture was kinked. The catheter was attached to a standard indeflator to stimulate use. Instead of contrast media, water was used to inflate the balloon. The balloon was inflated to 2 atm, with no observed pressure drop. Then, the balloon was inflated to nominal pressure (8 atm). There was no observed fluid leakage at the location of the kinked inner member. A pinhole in the balloon was observed above the distal marker band. The balloon was inflated and deflated multiple times, no nominal pressure. No other defect was observed during this evaluation.